Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Reporter stated that the seat cracked and she didn't replace the seat and now the seat is pinching her and she has a bruise.